Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for motor error. The customer's blood glucose level was reported to be unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis. The customer mentioned having had blood glucose level as high as 600mg/dl, but was able to bring it down to 300mg/dl. Troubleshoot for the highs were unable to be conducted due to customer being unable to rewind the device.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. No motor error alarm during testing. No rewind anomaly noted. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.